Event description:
Four days after pci, thrombus was found in the implanted cypher stent. Pci was performed on this pt who presented for elective treatment of a de novo lesion in the proximal left anterior descending branch of 25mm in length in a unknown vessel diameter. The lesion was further cahracterized as type c. Pre-procedure medications included aspirin 100mg/day ticlopidine hydrochloride 200mg/day, cilostazol 200mg/day and nicorandil 15mg/day. Intra-procedure medications included heparin 8,000 units, aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, cilostazol 200mg/day, nicorandil 15mg/day and isosorbide dinitrate 1.5mg. The lesion was pre-diltated with a 2.5x20mm balloon at 16 atm before deploying one 2.5x28mm cypher stent at 14 atm. Post-dilattation was conducted with a 2.5x15mm balloon at 22 atm for unspecified reasons. Residual diameter stenosis measured 0%. Ivus was conducted. Timi ii and iii flows were recorded pre and post-procedure, respectively. Act was not measured. Post-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200 mg/day and cilostazol 15mg/day. Four days later, the pt complained of chest pain in the hosp. Cag was conducted and thrombus was confirmed within the implanted cypher stent to the distal portion of it. To treat the thrombus, aspiration ans poba were conducted. A 3.0/unk mm driver stent was implantated within the cypher.